Manufacturer narrative:
Initial.

Event description:
It was reported that the user received a restart alert on the ilet pump, consistent with a motor stall, and after guidance to confirm the alarm and perform a restart and dry run, the pump operated without issue; the user had recently switched suppliers, changed all disposable supplies, and lacked training on the new infusion set and related components. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications-related problem and a failure to infuse associated with the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.